Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was continuously removed from the side port of the sheath. Additionally, resistance was noted upon insertion of the balloon catheter into the sheath. The sheath was replaced. It was also reported that there was an issue during pre-inflation, and the balloon catheter had to be manipulated to get it back to normal for insertion. The case was completed with cryo. After the case, when checked, it was then observed that the hemostatic valve of the sheath was slightly split. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed ten injections were performed with a balloon catheter and showed the temperature not dropping as expected and inflation was not sustained at many injections. The balloon catheter was not returned, and the air ingress cannot be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.